Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer' s parent reported via phone call indicating that the customer's insulin pump alarmed motor error and a no delivery alarm. The patient's blood glucose level was 435 mg/dl at the time of the call. The customer was treated with an insulin shot. The customer was asleep before the alarm rang. The phone call was disconnected and no further information was obtained at the time of the call.